Event description:
During follow-up with the reporting surgeon, he stated he does not feel the intraocular lens was the source of the foreign material.

Event description:
A surgeon reports that one-day following intraocular lens (iol) implant surgery, debris like fiber was found in the pt's eye. The debris was removed and the iol left implanted. Add'l info has been requested.